Event description:
It was reported that a patient had two batteries implanted, one for the left and one for the right. The therapy was providing relief until he had the right side replaced. Sometime after the procedure was scheduled, the left battery died. The physician removed the left battery when replacing the right battery and never made a plan to replace it. The patient wasn¿t given a reason on why it wasn¿t replaced. He never had therapeutic effect since his last replacement. When the device was put in, it was set at 1.3, the patient increased it ¿one digit,¿ and it hurt. He put the setting back to what it was, but had been slowly increasing it a little bit at a time. He was at 1.8 and it still hadn¿t helped. The patient wasn¿t going to the bathroom very much, was having issues with urinary retention, and wasn¿t able to empty his bladder. He had the symptoms since he was first implanted. When he first got the implantable neurostimulator (ins) implanted he only had to catheterize once per day, but now has to catheterize many times a day. The patient was reprogrammed in (B)(6) 2013, but none of the programs helped. The patient had not been reprogrammed since. He hadn¿t discussed reprogramming with his doctor, but had spoken with a manufacturer representative who told him he had four programs to choose from. The patient stated that he could not access the programs. He was feeling stimulation and reported no falls or trauma since the symptoms started. The patient also reported his programmer was not working properly and he needed someone to program it for him. He was having issues with urges and his device was not working as well as it used to. The patient was scheduled for an appointment with his physician in september but was going to try and get an earlier appointment. Four weeks later the patient wanted help with reprogramming and an appointment was scheduled for (B)(6) 2013. Nine days later, it was reported that the patient was instructed to go from catheterizing twice a day to only once a day, but he was no longer willing to do this anymore. He tried catheterizing only once a day but was only able to do this for two days. He was having increased accidents and leaked six or seven times during the day. The patient had to do more laundry because he was changing his clothes so often due to a loss of bladder control. He tried increasing his stimulation and it made him go worse. He had a loss of therapeutic effect and was having problems with his implant. The implant was ¿to help the patient go number one¿ and he only went a little bit in the morning. He was currently trying program 3 and two weeks ago a manufacturer representative programmed in four pro grams for him to try. The patient was frustrated because his therapy wasn¿t working for him. He had been taking sleep medication to help sleep because the whole situation has him so wound up. The patient went from two times a day with a catheter to one time a day and was wetting himself too much. When he had his stimulator set at a ¿normal¿ strength, it causes him to wet his pants more. The patient¿s symptoms got worse after the amplitude was increased. He decreased the amplitude down to 0.05 and was still wetting himself. The most the patient would urinate would be 1 ounce no matter if he had a weak impulse or a strong impulse. He had to use a catheter two to three times a day and had a lot of leaking and accidents because his therapy wasn¿t working.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00k0b, implanted: (B)(6) 2013, product type lead. (B)(4).